Manufacturer narrative:
The reported complaint of a balloon leak on the solex catheter (lot 212068) was confirmed during functional testing. A pinhole leak was observed in the middle of the serpentine balloon. The probable root cause of the pinhole leak was a latent material defect. During the functional pressure-leak test, all infusion ports and lumens flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed in the middle of the serpentine balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the solex 7 catheter with lot number 212068.

Event description:
The solex catheter (lot# 212068) was inserted via the right jugular vein, and hypothermia therapy began at 16:50 on (B)(6) 2025. The following day, the thermogard console triggered an air trap alarm. Upon inspection, the nurse noted that approximately 100 cc of saline remained in the bag, and the saline within the catheter had turned light pink, suggesting a possible catheter leak. A catheter balloon leak check was performed, confirming the issue. The solex catheter was subsequently replaced to continue the treatment. No injury was reported.